Event description:
On (B)(6) 2012 the reporter of the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was testing in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The reporter reported the alleged issue began on (B)(6) 2012 at 3:30 pm. The reporter informed the cca that the patient manages her diabetes with metformin pills (100mg) and lantus insulin (20 units). Due to the alleged issue, the reporter claimed that the patient increased her dose of insulin to 5 units more and subsequently became shaky. The patient, however, denied seeking medical treatment after the alleged issue began. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked through a retest. The alleged issue was resolved. Replacement products were still sent to the patient. Based on the information provided, this complaint is being reported because the reporter claimed that the patient developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.